Event description:
It was reported that during thyroid case, when proving the nerve on the left, no nerve tone sounded. And it did on the right side before doctor switched sides. There was no known patient impact.

Manufacturer narrative:
H3: the results of the analysis concluded that there was no malfunction in the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product descrition: patient interface (B)(6) nim 4.0, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; h6: serial/lot #: (B)(6) : fdm b17, fdr c20, img g02005 and fdc d16 codes no longer applicable. H3: the results of the analysis concluded that there was no malfunction in the device. Product ID: nim4cpb1, product descrition: patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h6: serial/lot #: (B)(6) : fdm b17, fdr c20, g02005 and fdc d16 codes no longer applicable. H3: the results of the analysis concluded that there was no malfunction in the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.